Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with an infusion set and cartridge change on an ilet system after not wearing the infusion set overnight, leading to elevated blood glucose. The agent guided the user through removing the existing set, rewinding, discarding the old set and connector, inserting a new cartridge, securing the new connector and tubing, filling the tubing, applying a new steel 6 mm contact/detach infusion set, and filling the cannula, after which insulin therapy was resumed. Symptoms included hyperglycemia. Outcomes included resolution of therapy delivery after successful set and cartridge replacement, with no hospitalization. Investigation included troubleshooting and user education on proper infusion set and cartridge replacement steps. Investigation of this case revealed that elevated glucose was associated with therapy interruption due to not wearing the infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin delivery and was resolved through standard troubleshooting and education.